Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the conductor wires were intact and undamaged, but the drive cable was frayed. The one grip open cable was frayed at the distal idler pulley. The frayed strands stuck out at the wrist. The other cables at the wrist were undamaged. The one grip open cable is derailed from the distal idler pulley. The grips still opened and closed, but the movement may not be as precise. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that the mega needle driver instrument cable was noted to be frayed at the distal end prior to starting a da vinci surgical procedure. No patient harm, adverse outcome or injury was reported.